Event description:
Lifescan (lfs) received a letter from the patient on (B)(6) 2012 alleging inaccurate readings on his one touch ultra meter. A medical surveillance specialist (mss) contacted the patient and obtained the following information: the patient mentioned that he was on a trip to (B)(6) early (B)(6) and he noticed that his ultra meter had been giving him inaccurate high readings. Due to the high readings he had obtained he increased his dosage of insulin. He tests 2x a day before meals. He mentioned that on (B)(6) 2012 he had tested and thinks his result was 188 mg/dl and did not exhibit any symptoms. Due to the alleged high readings he injected approximately 42 units of insulin. He ate a light dinner and went to bed. In the middle of the night he was sweating and "out of it", his companion was unsuccessful in waking him up and had assistance with some locals to get him in a cab to a local hospital, (B)(6) hospital. He does not recall what his blood glucose reading was at the hospital when they tested him; however, he was immediately treated with glucose and felt better shortly after. He left the same day. The following day he went to a local store and purchased a one touch select meter. He did not know how to use change the settings for the code number on the meter and returned the one touch select meter with his letter to lfs. The next 2 weeks while he was in (B)(6), he adjusted his insulin based on his reading he had been getting in the past 30 years and did not seem to have a problem. The complaint is being reported since the patient alleged that due to the alleged high readings, he adjusted his insulin developed symptoms suggestive of a serious injury and had to seek medical attention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.retains test failed due to a low bias at the 100 mg/dl level for test strips.